Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, 30-degree endoscope plus image was reversed. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had customer remove the endoscope, push clutch button to reset the guide tool change (gtc), and then reinstall the endoscope, which resolved the issue. Tse explained that it was a temporary inconsistency between software and physical position of the endoscope. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reversed result did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis as the reported problem was resolved by troubleshooting with isi technical support.

Manufacturer narrative:
The probable root cause of the reported event can be attributed to a user confusion during the tool change process. This issue can be resolved by pressing the clutch button to reset the guided tool change and reseat the affected instrument.

Event description:
Refer to h11 for follow-up information.